Manufacturer narrative:
The full name of the initial reporter in is (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The fse performed the fiber optic module test as part of troubleshooting, and the unit failed the test. To correct the issue, the fse replaced the fiber optic assembly, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was unable to calibrate and zero pressure. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, b6, b7, g4, g7, g8, h2, h6(investigation type), h10, h11. Corrected fields: g1(contact person), h4.

Event description:
N/a.